Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that long black hair was noted between the layers of the inner plastic packaging. A viking electrode catheter was selected for use. During preparation, the inner package was unpacked on the sterile field of the laboratory table. When the white peel-back seal was opened, a long black hair was noted between the layers of the inner plastic packaging. The device was replaced, and the procedure was completed. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this viking electrode catheter was visually inspected, and no defects were found. The reported event of 'packaging foreign matter' could not be confirmed due to a lack of evidence.

Event description:
It was reported that long black hair was noted between the layers of the inner plastic packaging. A viking electrode catheter was selected for use. During preparation, the inner package was unpacked on the sterile field of the laboratory table. When the white peel-back seal was opened, a long black hair was noted between the layers of the inner plastic packaging. The device was replaced, and the procedure was completed. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis.